Event description:
Pt reported that a comparison between their surestep meter and a hcp meter was 121 mg/dl (ss) and 200 mg/dl (hcp) respectively (65% difference). In addition, the pt stated the meter is not cleaned and was not coded to match the test strips at the time of the comparison. Control solution test result (132) was in range (94-141) after meter was set to match the test strips and cleaned according to MFR's product recommendations. No symptoms were reported. There was no allegation of harm.